Event description:
The customer reported the nav ring is not working when adjusting the settings. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The customer confirmed the reported failure. The customer replaced the front bezel with the navigation ring replacement and along with the screws and gasket. The unit was tested, and it was returned to service.